Event description:
A healthcare provider (hcp) later reported that a motor stalled and recovered after six minutes. The patient did not require hospitalization, their outcome was no injury, and the hcp reported no symptoms.

Event description:
A representative reported that a pump alarm occurred on (B)(6) 2013. Upon update, the healthcare provider encountered a pump memory error, and the ¿pump infusion went to stopped mode.¿ a second programmer interrogated and updated the pump without issue. Reprogramming resolved the pump memory error event, and there was no patient or therapy issue. The medications used within the system were morphine, baclofen, bupivacaine, and clonidine. It was later noted that the alarm that occurred was the pump memory error during the pump update on (B)(4) 2013.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).